Event description:
Caller states patient tested 1.9 inr on the coaguchek xs system while a comparison lab returned as 3.3 inr. The caller stated the blue top tube for the lab sample was not completely filled to the line. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.